Manufacturer narrative:
(B)(4) d10 ¿ p10vh004, vg rocc tib tray cocr ha/pc 71 size 71mm, lot # 0001736669, p11v0310, vg rocc tib brg uhmwpe 60x10mm, lot # 0001787160. G2 ¿ foreign ¿ japan investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery four months post implantation due to early loosening of the femoral component. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information the following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.